Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system displayed an error message during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported error code. The motor control board and motor end stage board were replaced as a precaution and the functional check was performed. No further issues were observed and the unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system displayed an error message during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). Livanova (B)(4) requested that the pcb's be returned for further investigation. The unit was received for inspection and according to inspector the reported issue could neither be confirmed nor be reproduced. Both pcb's were assembled in a test pump and during functional testing; no problems or deviations could be identified. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Livanova (B)(4) will continue to monitor the market for trends related to this type of issue.